Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (damaged connector) has been confirmed. Upon investigation the electrode belt was unable complete essential performance testing. The cause for the failure was isolated to bent guide pins in the trunk cable. The root cause for the damaged connector was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient had a damaged belt connector.